Event description:
Healthcare professional reported left side "extensive periprosthetic fluid collection is recognizable on the left, mainly posterior, with a maximum thickness of about 15mm; silicone spread is not appreciable on this side" diagnosed via MRI. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.